Event description:
The reporter stated the surgeon inserted a cq2015 collamer three-piece lens and the lens was damaged, during surgery. Additional information has been requested from the facility, but none has been forthcoming.

Event description:
The reported stated the surgical technician had a problem loading a cq2015 collamer three-piece lens and while the lens was being primed, it appeared to be torn. The technician decided no to use the lens. There was no pt contact.